Manufacturer narrative:
Correction: please retract this report 2017865-2025-15006 due to duplicate report. All the information will be managed in manufacturer report number: 2017865-2024-63802.

Event description:
It was reported that the patient's right atrial (ra) lead was oversensing noise and exhibited low pacing impedance. The lead was explanted and replaced. The patient was in stable condition.